Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal part of the stent strut was lifted. The procedure was completed with a 2.5x24 synergy stent. There were no patient complications reported.